Event description:
It was reported to tyco healthcare in 2004 that a customer had a problem with compression sleeve. Customer states "that a pt with multiple trauma to right leg and left leg broken. Left leg scd had some brusing and abrasions. Pt abrasions became ulcerated, open oozing sores in 09/04 noted 10/04.